Event description:
The customer forwarded to (B)(6) this report: a pt underwent a surgical procedure in 2005 of knee replacement. After 2 yrs, the pt experienced a dislocation of the femoral component and he/she underwent and unanticipated revision surgery on (B)(6) 2007. On (B)(6) 2010, the pt underwent another surgical procedure due to the loosening of the prosthesis implanted in 2007. The ra/qa specialist contacted the customer in order to collect all the missing info (product codes and serial numbers).

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.